Event description:
The customer reported having an urgent visit due to his high blood glucose over 300mg/dl. The customer experienced nausea and thirsty. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.